Manufacturer narrative:
Because a serious injury resulted. This event is reportable, per 21 cfr part 803. The device was not evaluated, because the issue is a known inherent risk of the device. We will continue to track and monitor the trend. This MDR is being submitted as a part of a retrospective review and remediation effort, based on enhancements and harmonization made to the company's complaint handling processes. There is no change to device performance or to the device risk profile. A CAPA 2304133, has been opened to manage the actions related to remediation of complaint files and any required MDR reporting. This retrospective review covers the date range of 04/06/2022 - 07/28/2024.

Event description:
It was reported, that a patient experienced a dental implant loss. Day of surgery, 0-4 weeks from surgery.